Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that the epidural was placed in a female pt and used successfully. During removal, the physician experienced difficulty and the catheter sheared off. A piece of the catheter remains in the pts' epidural area. Additional info received on (B)(6) 2010 stated the pt was a (B)(6) old female. When removing the epidural catheter, a piece of the catheter remained in the epidural space. The insertion site was identified as the l4/5 region. The pt has a f/u appointment with a neurosurgeon in august, but as of this time the pt has been told to leave the piece in place as she is asymptomatic.